Event description:
It was reported that an asymptomatic patient presented for a follow-up in clinic on an unknown date. Upon interrogation, it was noted that the right ventricular lead exhibited oversensing of noise. The lead was capped and replaced on (B)(6) 2022 . There were no patient consequences throughout the procedure.